Event description:
Paralysis [paralysis] case description: on (B)(6) 2025 a spontaneous case was reported in italy by a patient (social media) interactive digital media. The report concerns a 50-year-old adult female consumer. The consumer received polident imbattibile (carna+polma cream) for indication product use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident imbattibile, the consumer experienced a disabling and medically significant event paralysis (preferred term: paralysis). The outcome of the event paralysis was unknown. The consumer's relevant medical history includes: wheelchair user, no drug history was reported. The action taken were: for polident imbattibile was unknown. Dechallenge as unknown (action taken was unknown)/(outcome was unknown) and rechallenge as no - n/a (no rechallenge was done, recurrence is not applicable). The causality of the event paralysis was reasonable possibility. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "paralyzed and confined to a wheelchair due to denture paste a 50-year-old woman takes legal action and the supreme court rules in her favor. Here's how it was possible. For 12 years a woman has been engaging in a legal battle due to paralysis caused, according to her, by the constant use over time of denture paste. The woman is 50 years old and originally from the cassation has expressed itself, referring the case to the court of appeal of to define the responsibilities. The trial the trial process has been very troubled so far. And it has seen two unfavorable sentences for the woman: in the first instance in 2019 and on appeal in 2022. Hope has been rekindled in the cassation, where in (B)(6) 2024 the documents were referred to another section of the court of appeal of to verify any responsibilities of the pasta manufacturing company, the international biopharmaceutical giant gsk (glaxosmithkline consumer healthcare). Product name "polident imbattibile".

Manufacturer narrative:
Veeva case: (B)(4)